Manufacturer narrative:
The unit has not been returned for investigation and we are therefore unable to determine the root cause of the blank display. We have followed up with the user facility for additional information and to request that the unit be sent back for evaluation. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that after the device was primed and ready for use the screen went blank.